Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case screw housing was cracked. A review of the event history log identified multiple errors, invalid syringe size and check syringe plunger sensor. During functional testing at the power up process tested with a 60 milliliter syringe which failed. Also when pressing down the plunger lever to open the plunger lever mechanism failed, the flippers would not open. The root cause of the problem was related to normal wear of the pump as it is over 9 years old. Replaced the barrel clamp and head screw and replaced the dowel pin, and the plunger head mount for preventive. Performed all functions which passed.

Event description:
It was reported that the pump's syringe plunger position did not work. No patent injury was reported.